Manufacturer narrative:
The condition of battery depleted set alarm was confirmed through the event history and was found to be due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
Baxter (B)(4) review of the device event history found that a battery depleted set alarm caused an interruption of delivery on a colleague infusion pump. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The following information was inadvertently omitted from follow-up medwatch #1: this device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.